Event description:
A malfunction was reported with the customer's pump, specifically with a malfunction code displayed as "malf 12." There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to send a replacement pump as the corrective action, and the customer was instructed to return the problematic pump using a pre-paid label. The customer understood and acknowledged all instructions provided by technical support, including those regarding the backup therapy and steps needed upon receiving the replacement pump.